Event description:
Report received of a delay in therapy due to a pump alarm. The homecare patient was receiving tpn and dilaudid via 2 infusion pumps. The tpn was programmed to deliver 1500ml over 18 hours with a one hour tape down and a kvo rate of 1ml/hr for four hours. The dilaudid was programmed in the continuous and bolus mode in mg/hr with a 1mg/ml container, 0.4mg/hr continuous rate, 2mg bolus dose, 5 minute bolus lockout and no dose limit. The customer reported that while the patient was out of town, the pump gave an audible alarm and displayed an unspecified error message. The patient called the abbott laboratories 800 customer support phone number and was told that the code was related to the lithium battery. The patient called the homecare nurse and was directed to alternate the infusions with the one functioning pump. The patient returned home 1 to 2 days later and a replacement pump was given to the patient. Later in the week, the patient was hospitalized due to an electrolyte imbalance. Though requested, there was no further information available.

Event description:
On 1/30/2002 co received a correction from the user facility that the event described in the initial medwatch 3500a report was not the event associated with this pump serial number. The corrected event description from this pump serial number is as follows: report received of a delay in therapy. The pt was to receive 6 intermittent doses of an unspecified antibiotic during a 48 hour period. The pump was programmed to deliver 20ml over 30 minutes every 8 hours with a keep vein open (kvo) rate of 0.1ml/hr between doses. At 3:00am the pump gave an audible alarm and an unspecified display message. The pt called the homecare nurse and reported the malfunction. Later that morning the pt returned to the home infusion clinic for a replacement pump. The antibiotic was resumed and completed on 12/14/2001. The pt did not experience any adverse effects from the delayed antibiotics. Though requested, there was no further info available. The event originally reported under mfg report #2921482-2002-00063 has been resubmitted under MFR report #2921482-2002-00094, with the correct device serial number.